Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis on partial returned lead found insulation abrasion at 6.5 cm from the tip of electrode. Abrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.